Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was 200 mg/dl. Customer declined to provide backup insulin therapy method.

Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.